Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button/keypad anomaly. Insulin pump was received with cracked display window corners, reservoir tube lip, and lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.